Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture and seroma. Device has been explanted.

Manufacturer narrative:
A visual and micro analysis was performed which identified: sharp broken, missing shell (0-25%), missing orientation dot (75-100). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken posterior assessed as an unidentified (tear) opening and missing shell and orientation dot due to inconclusive.

Event description:
Healthcare professional reported left side rupture and seroma. Device has been explanted.